Event description:
It was reported that intermittently the insulin gauge was inaccurate. Customer continued to use the existing cartridge on the pump for insulin therapy. There was no adverse impact on customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.